Event description:
It was reported that the generator and lead were being returned for analysis. The generator and lead were received. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the vns patient¿s device showed high impedance. The patient¿s last normal diagnostic results were reported to be from (B)(6) 2013. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. The patient underwent generator and lead replacement surgery on (B)(6) 2014 due to high impedance. The explanted products have not been returned to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator and lead were completed. Electrical test results showed that the pulse generator performed according to functional specifications. Other than the noted condition there were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead identified a break in the negative coil. An abraded opening was noted in the outer tubing. Also, openings in the outer and the inner silicone tubing were identified at the lead body with an appearance which suggests the tubing was in contact with some type of electro-cautery tool. Scanning electron microscopy images of the coils at the inner tubing openings suggest the coils were in contact with some type of electro-cautery tool as indicated by the appearance of the negative coil. Scanning electron microscopy images of the negative coil at the fifth portion of the returned lead show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution, surface contamination and/or mechanical distortion (smoothed surfaces) the fracture mechanism cannot be ascertained. Note that since a portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.